Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that the patient lost his balance and fell out of the device¿s right side. The caregiver caught the resident and guided to the ground. No injury was reported. During the event the patient was sitting on the stretcher instead of lying due to individual preferences. The patient had very limited mobility and was unable to stand on his own. The caregiver was standing by the side of the shower stretcher. Left side of shower trolley was stood against the wall and both side supports were in the outer position. The involved device was evaluated by the arjo representative. According to the results of inspection no malfunction of the device was found. The device was returned to use. Carevo shower trolley is intended for assisted hygiene care, especially dressing/undressing and showering of patients in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. The carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. Based on the collected information the training of the carevo usage was provided to the customer facility by arjo in may 2019. Based on the provided information the patient, who was in sitting position lost his balance and fell out of the device through the ergo-access area. The ergo-access area is located in the middle of each side support. It is designed for the caregiver to be able to stand in a more ergonomic posture and be able to reach the patient better. Please note that the instructions for use (IFU; 04.ba.08_9 dated on september 2014 delivered with the claimed device) in section related to resident assessment includes the following information relevant for the reported event: ¿the product is intended mainly for patients who are passive and totally dependent. To remain in a safe laying position on the carevo, the patient must have limited physical capacity to move or be able to understand and respond to instructions to remain in such a position. If the patient does not meet this description, an alternative equipment/ system shall be used.¿ it should be underlined that as stated above the carevo shower trolley is intended for hygiene of patients in lying position, which is also reflected in the user manual guidelines. The IFU provides information regarding correct patient positioning in lying position together with supporting illustrations: ¿position the patient in the carevo with the patient¿s head towards the head end and feet towards the foot end. Make sure the patient¿s hips are centrally positioned over the flexi zone.¿ ¿to make sure that the patient cannot slip out through the side support, make sure that the mattress sides are up and not folded underneath the patient.¿ based on the performed analysis the most probable root cause was found to be related to the use error as the patient was not in lying position as required for this device. In summary, according to the customer allegation, the patient fell out of the device. The technical evaluation did not reveal any malfunction, so the device was according to the manufacturer¿s specification. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the regulatory authorities in abundance of caution due to indication of patient fall, which may result in serious injury upon recurrence.

Manufacturer narrative:
The involved device was evaluated by the arjo representative. According to the results of inspection no malfunction of the device was found. The device was returned to use after that. The information collection and analysis is still on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that the patient lost his balance and fell out of the device during use. The caregiver caught the resident and guided to the ground. No injury was reported. During the event the patient was sitting on the stretcher instead of lying due to individual preferences.